Event description:
An explanted lead was returned to the manufacturer for analysis on 10/10/2016. As reported by the nurse, the lead was explanted due to infection (event reported in the medwatch report # 1644487-2016-02117). An analysis of the returned lead assembly was completed. The product analysis report indicated that abraded openings were noted on the outer and the inner silicone tubing (positive coil) of the returned lead. Note that since a portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No patient adverse events related to the above findings were reported by the facility. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
Analysis was completed on the additionally received portions of the lead. The lead was received in 8 segments with two tie downs. It was noted that the lead coils were kinked and there were tool marks on the outer tubing which indicated this damage occurred during the explant of the lead. Damage was also noted in the tubing which appeared to be related to the presence of the tie downs. Body fluid was observed inside the inner and outer tubing however the only path of entry appeared to be the cut ends of the lead. The lead portions were tested for discontinuities however none were identified. The additional analysis did not find any anomalies which changed the original findings.

Event description:
It was reported that the patient underwent surgery to have a new lead and generator implanted. During the procedure the remaining portion of the lead was explanted . The explanted lead portion was received and will undergo product analysis.